Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, lot number - requested but not provided, expiration date - unknown due to unknown lot number, UDI - unknown due to unknown lot number, explanted date: device was not explanted, device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The product lot# number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the procedure was properly performed and hemostasis was successfully achieved. After that, the patient claimed that the lower limb was cold and there was pain. Angiography was then performed, vessel occlusion in the limb was confirmed, and a slight occlusion was confirmed at the puncture site. To remove the occlusions, a treatment was attempted using a catheter, but the guidewire was not inserted. Therefore, surgical intervention was determined. Additional information was received on 01/25/2018: surgical intervention was performed and foreign material in the occluded area was removed. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 to 7 mm. The size of the sheath ancillary used was 6 fr. Additional information was received on 2/7/2018: first, catheter treatment was attempted, but failed. Surgical intervention was then performed. The patient was injured, but recovered. Additional information was received on 2/8/2018: it was reported to remove the occlusions which might have been caused by collagen, poba (plain old balloon angioplasty) was attempted. However, the guidewire could not be inserted into the occluded area before the balloon catheter is delivered because the occluded area was too tight. Therefore, surgical intervention was determined.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.